Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24 synergy ii drug eluting stent was selected for use to treat the lesion. However, during preparation, the physician noted that the stent strut was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with a stent protector over the stent and the product mandrel in the guidewire lumen. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found that there were stent struts in the middle of the stent that were bent back distally. A visual and tactile examination found several kinks on the hypotube profile. A visual and tactile examination showed no signs of damage on the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24 synergy ii drug eluting stent was selected for use to treat the lesion. However, during preparation, the physician noted that the stent strut was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.